Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced hyperglycemia while using the ilet bionic pancreas after not taking metformin, being disconnected for over an hour during a shower, and then reconnecting and filling tubing with visible drops; there were no device alerts or alarms, and troubleshooting and education were completed, including guidance to change the infusion site and to continue monitoring. Symptoms included elevated blood glucose to approximately 250 mg/dl without ketone testing, without use of backup therapy, and without clinical sequelae such as loss of consciousness or dka. Outcomes included no medical intervention, no hospitalization, and patient-reported satisfaction after counseling. Investigation included user interview and technical support review. Investigation of this case revealed no confirmed device malfunction and that the hyperglycemia had an unclear cause given concurrent non-use of metformin and extended disconnection. It was concluded that the event was non-serious and that a device-related cause could not be determined.